Event description:
No additional information received from the customer.

Manufacturer narrative:
Additional information: h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction could not be confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the debris being under the distal tip was confirmed; due to the glue of the bending section rubber was found to be peeling. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colono videoscope had foreign material/debris under the distal tip. There were no reports of patient harm as a result of the event

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.